Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) resulted. A post-implant balloon aortic valvuloplasty (bav) was performed. During the bav a sinus level root rupture occurred. The physician reported that the root rupture was caused by the bav. Due to religious practices the patient was not able to be converted to an open chest procedure. An attempt was made to coil the rupture but was unsuccessful. The patient expired the following day.